Event description:
The complainant reported that a patient undergoing aortic valvuloplasty was implanted with an impella cp for mechanical circulatory support. The pump was implanted without issue. Upon removal of the guidewire and during support, a kink was observed on the cannula just distal to the outlet. It was noted that pump flow decreased to 1.5 liters per minute. Manual attempts were made to fix the kink on the cannula. Additionally, patient experienced limb ischemia. An ipsilateral external bypass was performed to perfuse the left lower extremity and reduce symptoms of ischemia. The decision was made to replace the pump with a new pump. The new pump was placed without issues and optimal flows of 3.5 to 3.8 liters per minute were achieved. The patient remained on impella support and was successfully weaned. Patient survived the procedure.

Manufacturer narrative:
The investigation into the low pump flow and product damage (cannula kink) has been completed. The impella pump was returned for investigation. The investigator reported imaging from the field confirmed the cannula kink. The product was returned and the deformation from the cannula kink was observed. The root cause of the low flow was determined to be a cannula kink caused by improper technique, the kink occurred during removal of the guidewire and initial startup. The cause of the issue was use related and improper technique. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist system, section: potential adverse events (united states). As noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.